Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is reoccurring seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "reoccurring seroma." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "on the left side, there was a old double capsule but was contracted up into a grade 4 capsular contracture," and "painful swelling in the left breast."